Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was not returned for analysis with the device. The stent delivery system was returned for analysis. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was no apparent damage to the balloon wall causing a leak through the balloon. The inner was broken at the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 2mm separation in the inner during microscopic examination. There was no evidence of stretching to the inner lumen. A DHR review of the bi-component inner crimp bond found no anomalies. Based on the complaint report information and the analysis of the complaint device; the cause of the bond damage is undeterminable. A visual and tactile examination of the mid-shaft section found no other issues with its profile. The tip of the device was restricted during the examination using a product mandrel so as to enable partial inflation. Following a successful partial inflation; there was no evidence of balloon leakage or damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 32 x 2.50 promus premier¿ drug-eluting stent was selected and advanced to the unspecified target vessel. However, upon an unknown number of inflation at 10 atmospheres, the balloon burst. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 32 x 2.50 promus premier¿ drug-eluting stent was selected and advanced to the unspecified target vessel. However, upon an unknown number of inflation at 10 atmospheres, the balloon burst. No patient complications were reported and the patient's status was stable.